Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate with multiple cartridges. Additionally, the battery gauge was observed to be fluctuating. Blood glucose was 123 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, no failure was identified related to the fill estimate issue.